Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The certified diabetic educator reported via phone call that they were hospitalized due to unknown reason. Customer¿s blood glucose level was unknown. Customer stated that they received suspended all day and there was several time changes. Customer stated that the possible delivery anomaly. The insulin pump will not be returned for analysis.